Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to perform a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session.